Event description:
It was reported to boston scientific corporation that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used for an esophageal dilatation procedure on (B) (6) 2009. Per the complainant, while performing the dilation at the first stage of inflation, the balloon ruptured. The procedure was completed with another c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter. There has been no report of complications or injury to the patient. Post procedure the patient's status was good.

Manufacturer narrative:
The device has been rec'd by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).